Event description:
A surgeon reported that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. The damage was noted after insertion, and the wound was widened to facilitate removal.